Event description:
Notified by (B)(6). That a saddle prothesis implanted in 2019 by dr (B)(6). Will require a revision using a compassionate use part (2026-0241), with dr. (B)(6). Dr. (B)(6) believes the part is disassociated.